Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece got hot. There was no patient impact.

Manufacturer narrative:
Analysis found no fault with the device. The customer's complaint of overheating could not be verified. The pre-temperature test was performed and test ambient temperature was 76.8 and in 1minute of testing the handpiece the temperature were t1- 80.1 and t2-79.7. The handpiece operated within normal parameters. The handpiece was cleaned, tested, and passed manufacturing specifications. (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.